Manufacturer narrative:
No treatment data files related to the reported event are available for review by the MFR. A gambro rep changed the pump head on the slave pump "replacement". The MFR will continue to investigate the reported event. This report was submitted immediately after the details were available on gambro's complaint handling system; however, the submission of the report exceeded the 30 days reporting deadline. Although gambro's service technician visited the facility promptly following the incident to attend to the equipment, and he reported the results of his review on a timely basis, there was an unanticipated delay in updating the complaint handling system. Gambro does not regard the submission of this report as an admission of liability.

Event description:
Customer reported that blood was pumped into the replacement bag. It is unk how much blood was pumped into the replacement bag. No other patient harm was reported as a result of the event.